Event description:
The customer reported that while the unit was in use on a pt, they heard a popping noise and observed that the fill tubing was broken at the blood detect. No pt injury was reported.